Manufacturer narrative:
Additional device product code: hsb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a long humeral centro-medullary nailing surgery on (B)(6) 2019, when the surgeon removed a locking screw to adjust it, the screw thread was bent. It was further reported that the surgeon had difficulty during distal locking. The locking screw deformed during its introduction. Systematically, the surgeon performed the introduction without constraint on the ancillary. It was a locking show of hands. The cortical bones were dense. The passage of the first cortical and the nail was successfully done, but the screw did not hang on the second cortical. After 10 minutes, the surgeon decided to remove the screw to try to understand the problem. The removal was hard due to the thread was destroyed, so it was impossible to unscrew the screw and there was not a gripper screwdriver. It was hard to remove the screw. The surgeon had to enlarge the incision to remove it with a clamp and screwdriver. After the removal of the screw, the surgeon discovered that the thread was destroyed. The surgeon used a similar screw instead of the destroyed screw and implanted the new screw hardly. The surgeon said that it is not impossible that metallic parts of the thread retained in the patient. There was a surgical delay of 10-15 minutes. Procedure and patient outcome are unknown. This report is for one (1) 4.0mm ti locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 04.005.418s, lot: 2l36993, manufacturing site: selzachm supplier: früh verpackungstechnik ag, release to warehouse date: 19. Nov. 2018, expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number and the non sterile article 04.005.418 with lot 1l93063. No non-conformances were identified. A product investigation was conducted. Visual inspection: the received screw was found damaged at its screw-head and shaft. Furthermore the corresponding thread is partially deformed in a manner that anodized layer is partially disappeared. Summary: our investigation has shown, that the reported complaint condition is confirmed due to the damaged thread flanks. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. We assume that the involved screw was not inserted aligned into the corresponding hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.